Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver gablofen (baclofen) 1000mcg/ml and hydromorphone 6mg/ml. Dose information was not reported. It was reported that there was a volume discrepancy at the last refill where they were expecting 19.4ml and they pulled out 25ml. It was reviewed that the volume discrepancy was out of product specifications. The patient was reported "increased pain all over" since october 2024. Per the reporter, the patient was a declining multiple sclerosis patient with "other issues going on" including a stoma, an ostomy revision, and pseudomonas of the super pubis. Technical services calculated the discrepancy to be -28.5%. One dose increase had been tried. The patient would likely have a dye study and a possible catheter revision.